Manufacturer narrative:
Meter was not the subject of FDA recall z-631-8

Event description:
A meter to lab comparison test was made with the surestep reading 116 mg/dl and a half hr later, the lab test was made with results of 170 mg/dl. No symptoms were reported.